Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date: the event occurred on an unspecified date of (B)(6) 2020, further described as "last week". The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia automated pd cycler sets leaked; further described as ¿leaking from the corner of the cassette due to a detached plastic¿. This was observed after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.